Event description:
It was reported that during a surgery the scorpion needle broke off during use. The broken piece remains inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-13995n with serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the tip of the needle was broken off. Functional testing cannot be performed due to the broken instrument. The most likely cause of the reported failure is a use error. According to dfu-0392-sub-eo revision 1. Warning. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuation outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.